Manufacturer narrative:
H.6 investigation summary: this complaint is confirmed. This complaint is for contamination of phoenix ast broth tubes (246003) batch number 2209172. The customer provided a photo of the affected tubes and returned samples for the investigation. The photos show multiple tubes with batch number present and cloudy broth within. The returned samples presented tubes of the complaint batch with discoloration within the broth. Based off the photos and sample returns, this complaint is confirmed. A review of quality notifications reviewed no quality notifications generated on the complaint batch. A review of complaints revealed five other complaints on batch 2209172, one of which is related to this defect and also confirmed. Complaint trending was performed and there are no trends associated with this defect. Bd ID/ast will continue to monitor for trends associated with this defect and take action as necessary.

Event description:
It was reported that before using bd phoenix¿ ast broth contamination was found. This occurred 4 times. The following information was provided by the initial reporter: according to the customer's report, the broth color has discolored to cloudy white, pink or light red before usage.